Event description:
Burn of scleral tunnel wound (with dissolution of port of scleral tunnel wound roof, and yet a nicely self-sealing wound) due to phacoemulsifier, during caratact surgery. Suspect this was due to a fold-over of tissue flap within the scleral tunnel, compressing the tip infusion sleeve. The only harm done is on increased amount (8-10 diopters) of plus-cylinder astignation by 90 degrees, which is believed to be temporary but likely will have an effect (mainly thicker eyeglasses to correct the astignation) for 1-2 years after surgery. Also occurred in a 69-yr-old pt 2/6/96 believed to be for the same reasons, though no dissolution of scleral roof occurred, but wound required suturing rather than being self-sealing.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-oct-95. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown, other, unanticipated. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.